Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. This report is for the second in a series of three consecutive product issues with the same patient. The other two events have been reported under MDR#s 1036844-2015-00591 and 1036844-2015-00593.

Event description:
It was reported the catheter was being placed into the left subclavian vein of a few months old child in the pediatric ICU. During insertion, the guide wire unraveled. As a result, a new kit was used.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. Only the lidstock was returned. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of spring wire guide unraveling could not be determined based upon the information provided and without a sample. No further action will be taken.